Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Litigation papers allege that the pt's hip implant has failed and become loose. Doi: (B)(6) 2008 - no revision at this time (right side). Update: the complaint has been reopened because a report has been received from t.212 sales rep indicating that the pt was revised on (B)(6) 2011. The report states, "failed implant - alval - metal sensitivity."